Event description:
It was reported that during a laparoscopic endometriosis procedure, balloons were burst. The doctor said that no fragments had been left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? Intra-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? No.

Manufacturer narrative:
(B)(4). Three devices were returned with this complaint. Two of the devices had a cut in the balloon, likely caused by a sharp instrument. The other device had the tip of the balloon pulled off of the shaft, likely caused by using excessive force while pulling the device. There were no anomalies found after reviewing the work orders for the lot number. The lot passed all testing and all data recorded was within required specifications.